Event description:
Boston scientific received information that this left ventricular (lv) lead displayed out of range impedance measurements that had triggered the lead safety switch (lss) on the associated device. No adverse patient effects were reported. The lead will be monitored and re-evaluated at follow-up.

Manufacturer narrative:
The lead remains implanted with no change. This investigation will be updated should further information be provided.